Manufacturer narrative:
It was reported that the white cap of the inserter (introducer grip) detached during the procedure. The product was changed during treatment. No harm to any person has been reported. Sample investigation could not be performed as the product was discarded by customer. Additionally, no photographic evidence was provided. Exact cause of the reported failure could not be determined with provided information. However, the reported failure is identified as part of the current risk management file and the most probable causes are associated to: 1. Manufacturing: - inappropriate assembly of components 2. Logistics: - mechanical damage of product due to vibration and impact during transport and storage - loosening of handle from introducer due to vibration and impact during transport and storage 3. User: - loosening of handle from introducer these root causes could not be confirmed. Further, production employees & process engineers were informed about the failure. The production history record (DHR) of the affected be-pvl 2555 -j with lot# 3000311988 was reviewed on 2025-04-14. According to the DHR result, the product be-pvl 2555 -j passed the defined manufacturing and final release specifications. The incoming inspection reports of the affected components griff (handle) (batch # 3000235049) and introducer (batch # 3000270232 & 3000270233) were reviewed on 2025-04-14. The griff (handle) was checked visually for particles, pressure marks, rills, streaks, sinks, fat, dirt, blur, cords, scratches, burrs, bubbles and also measured for diameter (inner). The introducer was checked visually for ridges, sharp edges, cracks, streaks, dirt, spots, bubbles and also measured for diameter (outer). All tests were passed as per specifications. In addition, the review of the non-conformities has been performed. It does not show any non-conformity in regards to the batch numbers of reported components with related to the reported failure. Based on the investigation results, failure could be confirmed however product related influences could not be confirmed at this moment. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the white cap of the inserter (introducer grip) detached during the procedure. The product was changed during treatment. No harm to any person has been reported. Since the failure was occurred during treatment, the risk is not remote. Therefore, the complaint is reportable. (B)(4).